Event description:
It was reported that a decrease in lead impedance had been observed. Noise was also noted on egms. All other electrical values were within range. X ray imaging showed no signs of lead damage. Due to the pts age, the physician has opted not to revise the lead. No adverse events were reported and the pts condition was listed as good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.